Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 51.9 cm and 54.7 cm of outer insulation and stretched inner coil respectively. The reported event of unacceptable threshold was not confirmed. The lead tines were intact and undamaged. Other damages found were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient experienced a fall and presented to the hospital with the atrial lead exhibiting high capture threshold on (B)(6) 2019. X-ray imaging confirmed that the atrial lead was dislodged. The lead was explanted and replaced successfully on (B)(6) 2019. The patient was in stable condition post procedure.